Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial#: (B)(6), implanted: 2018 (B)(6), explanted: 2021(B)(6), product type: lead. Serial#: (B)(6). Product ID: 97791, serial#: unknown, product type: accessory. H3. Analysis found that the ins (B)(6) no significant anomaly and/or explant damage. Foreign material was observed in the implantable neurostimulator (ins) connector port. Evaluation results code : c20 no longer applicable evaluation method code: b17 no longer applicable h3. Analysis of the lead va1l7el011 found the stimulator lead body was broken (overstressed/damaged). The braid wire was cut h3. Analysis of the lead va1l7el010 found the stimulator lead body was broken (overstressed/damaged). The braid wire was cut medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the system was remove and replaced via surgery on (B)(6) 2021. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type lead product ID 977a290 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead .product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fall last week. The patient stated monday he noticed was not feeling stimulation and also was getting message ¿cannot reach desired intensity¿¿. The clinic ordered occipital x-rays and scheduled an appointment to be seen with the doctor and a manufacturer representative on (B)(6) 2021. They will interrogate the ins battery to check impedances at the appointment. The issue was not resolved at the time of the report. Additional information received from the manufacturer representative stated that the left lead had high impedances and they were unable to gain coverage. The right lead impedances were within range but they couldn't get the patient to feel stimulation. The healthcare provider was going to do a revision surgery in the future, but a date had not yet been determined.